Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced scrotal pain, swelling, redness, and pump migration. A revision surgery was performed, during which the physician confirmed an infection in the scrotum started one week prior the procedure. The entire device was explanted and discarded, the area was fully cleaned and irrigated heavily, and only new cylinders were implanted as a placeholder. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The reported allegations of infection, pain, swelling, redness, and migration are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced scrotal pain, swelling, redness, and pump migration. A revision surgery was performed, during which the physician confirmed an infection in the scrotum started one week prior the procedure. The entire device was explanted and discarded, the area was fully cleaned and irrigated heavily, and only new cylinders were implanted as a placeholder. No further patient complications were reported.